Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Malformed staples. It was reported that during the endoscopic rectal surgery, when severing rectum tissue, after fired, noted some staples malformed, and some staples were not in the tissue but on the tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.